Event description:
Pt experiencing repeated shocks from pcd system. Pt returned to surgery to remove malfunctioning lead due to possible lead fracture. Lead compression noted in area of left clavicle/subclavian vein area. Replaced with another model.